Manufacturer narrative:
The technician found the brake and brake/steer casters were worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake and brake/steer casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in the repair room. There was no patient/user injury reported. (B)(4).